Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported her blood glucose (bg) reached 400mg/dl after wearing the pod longer than 48 hours. The pod was deactivated and the patient noticed the infected area. She stated her doctor diagnosed, that the wear of the pod resulted in the infection. Patient was treated with an antibiotic called zithromax.